Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After the trunk-ipsilateral leg component was advanced and placed at the intended position, the contralateral gate remained closed after deployment step one was performed. Therefore it was decided to open the ipsilateral leg without repositioning of the device and it was stated that gate remained closed. After a crossover wire was advanced from the ipsilateral side it was possible advance another sheath and to open the gate by pushing the sheath into it. It was possible to balloon after the gate opened and the procedure was completed successfully. Additionally it was stated that there were no anatomical restrictions or calcification that might have contributed to this. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.